Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a prime rewind anomaly. Customer stated the insulin pump sprayed insulin and would not stop. The customer's blood glucose was 214 mg/dl at the time of incident. The customer stated they were unable to exit from the preparing to prime loop. The customer also reported they did not hear beeps during the troubleshoot. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.